Event description:
Pt had insertion of catheter about 6 weeks ago. Was taking IV antibiotics for 6 weeks at home through catheter w/o complications. Presented with fever and chills upon this admission (8/9/94) and occluded catheter. Has osteomyelitis with 4th/5th metatarsal amputation of left foot.